Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error. Customer mentioned that they replaced the batteries multiple times and received a failed battery alarm. The drive support cap was noted to be normal. Customer stated that the insulin pump did go through the airport security and may have been exposed to a high magnetic field. Customer's blood glucose reading was noted to be 130 mg/dl. Advised customer to revert to a back up plan and the device is being returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected failed battery test alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The device had minor scratched lcd window and cracked reservoir tube lip.